Event description:
It was reported by service report that the bed exit was not functioning. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: incorrect footboard installed.